Event description:
During laporoscopic cholecystectomy the davol suction irrigator, attached to chemtron flo regular and abbott irrigation fluid bags and had been working properly, ceased to function properly. Saline was not coming out of the port. Surgical team noted that air/nitrogen was coming the port. The alarm for the insufflator went off at this time. The crna noted that abdominal pressure reading at 60 instead of 15. Abdomen immediately desufflated with no adverse clinical effectsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.